Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage and residue on the lens. Claim# (B)(4).